Event description:
Customer reported that the insulin pump alarmed button error and not functioning properly. Customer stated that the insulin pump got wet. Blood glucose level was 161 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Device had cracked display window corner and scratched lcd window.